Manufacturer narrative:
This report reflects pt 1 of 3. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the bp1 was not functioning and three pts were treated for hypertension though their blood pressure was not elevated. No further info available at this time.